Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ diffusics¿ closed IV catheter system infiltrated and backed out of the vein during use on a pediatric patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "on 10jan2020, the customer reported 4 infiltrates. On 13jan2020, the customer reported 2 more infiltrates (per cpc). On 16jan2020, the customer reported that there had been 7 infiltrates in actuality." It was reported infiltrations occurred in the pediatric population, five of which did not require surgical intervention out of seven infiltrates. The patients had different admission diagnoses and medical history. There was no long term permanent injury that is known. The five resulted in requiring an IV change. The events occurred while primary fluids were infusing and ranged from d51/2 ns with 20k, d5ns, and d5 ns and 20k. Alarms were not a factor in these events. The patient's either had a 24 or 22 gauge IV.